Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The patient received a shock for a ventricular arrhythmia and subsequently lost consciousness. Technical services (ts) reviewed the episode and noted that the charge time (CT) was within normal limits; however, possible undersensing was identified, which may have allowed the rhythm to initially fall within the monitor-only zone prior to therapy delivery. Ts provided reprogramming recommendations. Additionally, noise oversensing was observed on the right atrial (ra) lead during review. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.